Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the customer was instructed to reset the pump when ready, with the option to follow up if the issue persists.